Event description:
Breast masses after implants, costal contractures, muscle fatigue, arthritis symptoms, joint swelling, pain, stiffness, swelling fingers and hands, rashes on hips, back, shoulders and breasts, breast tenderness, fatigue, general aching and stiffness, swollen neck glands, skin hardening, breast wrinkling, coldness and pain of extremities, implants too big and hard, malposition of implants, asymmetry of implants, can't sleep with implants on stomach, uncomfortable, shoulder and back pain, severe pain in fingers and hands, stomach hurts with tightness of implants, breast burning after removal, chronic tiredness/weakness, anxiety, depression, sun sensitive, dizziness, and night sweats.